Event description:
It was initially indicated that the pt's device was showing "output current lower than programmed output." The pt was noted to have a prior prophylactic generator revision as mention in manufacturer report number 1644487-2010-01923. The pt also reported the pt could not feel stimulation. The physician increased the pt's setting to 3.25ma and the pt was still unable to feel the stimulation. Diagnostics were not performed at that time. Programming history received only showed diagnostics performed on (B)(6) 2010. The company rep performed diagnostics at a later appointment, which indicated high lead impedance. The pt was said to be feeling stimulation and still having an increase in seizure activity. The pt was later referred for lead revision. The explanted lead has yet to be returned to the manufacturer for analysis. Good faith attempts to obtain the explanted lead have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected.